Event description:
The affiliate reported the customer alleged erroneous differential results - high neutrophil and low lymphocyte and monocyte - with instrument generated messages for one patient involving coulter lh 750 hematology analyzer. Subsequent testing of the patient sample produced flagged erroneous white blood cell (wbc) results. The customer stated the white blood cell count and differential were correct; the differential correlated with the manual differential count. The erroneous results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) verified proper laser alignment with latron quality control (qc). The fse examined the tubing and the mixing chamber to the flowcell. The fse ensured the stabilyse (pm4) and e-lyse (pm1) pump had the correct amount of the reaction delivered to the mixing chamber. The fse verified the sheath and diff pressure for flow of the sample through the flowcell and checked the shear valve and blood sample valve (bsv) for proper distribution of the sample to the mixing chamber. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The erroneous results occurred on a specific sample collected in ethylenediaminetetraacetic acid (edta), becton dickinson (bd) vacutainer tube, and sampled one hour after collection. A slide review showed the majority of the cells were lymphocytes, not neutrophils. Quality control (qc) performed within specifications prior to and after the event. The instrument was in normal operation. A definitive cause of the event is unknown. (B)(4).